Manufacturer narrative:
Findings: unit received with extensive physical damage caused by dog chewing unit. Unable to perform the displacement test due to physical damage. Pump received with dog chew marks on the case, cracked and bleeding lcd, missing motor, keypad overlay torn, end cap broken off, cracked reservoir tube lip, case cracked at the display window corner, scratched lcd window, cracked lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her dog chewed her insulin pump. Customer's blood glucose was 18 mmol/l. The customer is on backup plan. The customer was advised that the device would be replaced.